Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 20.1 mmol/l and 1.2 mmol/l. No adverse event reported. Requested return of suspect device and strips, however, remainder has been discarded. Replacement was sent.